Event description:
It was reported that there is no sufficient tissue ingrowth at the level of the cuff causing the easy removal of the catheter. The doctor should place another catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.